Event description:
The patient contacted animas on (B)(6) 2012 stating that the ok keypad button had delayed responses when pressed. The reporter denied any damage to the rubber keypad or any evidence of moisture in the pump. The patient reportedly wore the pump in a pocket and occasionally cleaned the pump with alcohol. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4): evaluation revealed that the rubber keypad was intact. Evaluation revealed that all of the buttons responded appropriately. There was evidence of contamination found under the ok, up and down contact buttons.